Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a hole in the cuff was found, resulting in fluid loss; therefore, the aus was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fluid leak, hole/perforated and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is known risk associated with this device type and indicated as such in the instructions for use.